Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown ¿ elastic stable intramedullary nail (esin)/unknown quantity/unknown lot. (B)(4) three (3) unknown patients were observed to have soft tissue irritation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article rajan, r., hawkins, k., metcalfe, j., konstantoulakis, c., jones, s., and fernandes, j. (2008) elastic stable intramedullary nailing for displaced proximal humeral fractures in older children. J child orthop, volume 2: 15-19. The purpose of this article is to demonstrate the effectiveness of intramedullary fixation of severely displaced proximal humeral physeal fractures in skeletally immature children using the elastic stable intramedullary nail (esin). This study occurred between january 1999 and august 2004, where patients with a proximal humeral fracture were treated. Of those, fourteen (14) patients, twelve (12) boys and two (2) girls with a mean age of 12.5 years (10-15 years) were included in this retrospective study. The mean follow-up was thirty (30) months (range 12 to 66 months). This is report 1 of 1 for (B)(4). This report is for an unknown - elastic stable intramedullary nail (esin) and refers to three (3) unknown patients were observed to have soft tissue irritation by the protruding distal end of the nail from the humerus. This resolved in all patients once the hardware was removed.